Event description:
It was reported that during a peripheral intervention procedure, a balloon detachment occurred. The lesion was located in the axillary artery. During removal of a 8.0 x 40/135 (4f) sterling balloon catheter, it became stuck in the sheath. The balloon detached and remained in the sheath. The procedure was completed with this device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a peripheral intervention procedure, a balloon detachment occurred. The lesion was located in the axillary artery. During removal of a 8.0 x 40/135 (4f) sterling balloon catheter, it became stuck in the sheath. The balloon detached and remained in the sheath. The procedure was completed with this device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the sterling catheter was received with an unidentified introducer sheath and an unidentified guidewire. The shaft of the introducer sheath was twisted and kinked. The guidewire was inside the wire lumen of the catheter. The shaft of the catheter was separated at the bond that joins the inner and outer shaft components. The inner shaft was buckled and separated from the distal tip. Magnified inspection of the fracture surfaces presented no evidence of any material or manufacturing deficiencies contributing to the separations. The outer shaft was damaged 26 cm from the inner separation. The guidewire was protruding 28.5 cm from the tip. The outer diameter (od) of the guidewire was measured and consistent with a .018" guide wire. The guidewire was unable to be removed from the wire lumen of the catheter due to inner shaft damage. The product analysis results are consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).